Event description:
No additional patient or event information as been provided since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. One device was returned. The returned packaging confirms the lot number. A visual examination notes: the device was returned completely disassembled, the basket sheath was severed 1.7 cm from tip of support sheath, the support sheath and basket sheath are still adhered, the basket sheath measures 108.3 cm in length, polyethylene terephthalate tubing [pett], pin vise, and handle returned, the collet knob and mlla [male luer lock adapter] were not returned, the basket/coil assembly measures 63.5 cm, the cannulated handle had been severed from basket/ coil assembly with 5.3 cm of the coil still attached, the cannulated handle measures 15 cm, one wire in the basket formation was broken. A review of the device history record for this lot number showed no non-conformances related to the reported failure mode. A review of complaint history revealed no other complaints associated with lot number. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was completely disassembled, preventing a detailed investigation of the device function. Some pieces of the handle were not returned. Damage to the sheath, basket / coil assembly and basket were observed. Any of the observed damage to the device would have prevented the basket from functioning properly. A cause for the damage could not be determined. It is possible that the damage was caused during, or after the disassembly of the device. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The investigation conclusion is cause can not be established. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant medical products: wolf rigid ureteroscope 4/6. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a rigid ureteroscopy procedure the ncircle tipless stone extractor basket could not be opened. The procedure was successfully completed with a new device. No additional procedures were required and there were no adverse effects to the patient as a result of this occurrence. The patient was stone free.